Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant breaching the neuroforamen.

Event description:
In early (B)(6) 2015, the patient underwent a left side si joint arthrodesis where two implants were placed. The patient complained of radicular pain following the initial surgery. A CT scan showed that the superior implant had breached the s1 neuroforamen. In (B)(6) 2015, the surgeon performed a revision surgery where he retracted the superior implant on the right side approximately five millimeters to relieve the breaching. No implants were removed. The patient's pain symptoms resolved following the revision.

Manufacturer narrative:
The patient had an additional revision surgery involving the same implant that may have breached the neuroforamen. The first revision in late (B)(6) 2015 entailed backing out the cranial implant a few millimeters. The patient had little to no pain relief following the first revision. The surgeon then performed a second revision surgery a week later where he completely removed the cranial implant along with three bone fragments the status of the patient following the second revision surgery is not yet known.